Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown stryker femoral head; cat# unknown lot# unknown. Unknown stryker poly liner; cat# unknown lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
During follow up for an intraoperative report, rep confirmed the event occurred during a revision of the patient's hip. Revision was performed due to infection. Stryker components revised were a femoral head, poly liner, and a cluster hole shell. Rep confirmed that no further information will be released by the hospital or surgeon.

Event description:
During follow up for an intraoperative report, rep confirmed the event occurred during a revision of the patient's hip. Revision was performed due to infection. Stryker components revised were a femoral head, poly liner, and a cluster hole shell. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown stryker femoral head; cat# unknown lot# unknown. Unknown stryker poly liner; cat# unknown lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.